Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The com express/carrier board was replaced.

Event description:
The hospital reported that, during a case, the display blanked. The clinician reportedly switched to manual mode of ventilation and brought in a portable ventilator to complete the case. There was no reported patient injury.